Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was shutting down randomly. A technical support specialist attempted to connect to the station via remote smart service (rss), but the session timed out. After successfully deploying package 10000427421-00 es reset ecc curves gpo (build 7), the time-out error still occurred. The tss monitored the station and confirmed it was functioning normally, and the customer later confirmed the issue did not reoccur. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that station randomly crashed, and screen went black. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.